Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. Medical personnel responded and observed that the patient circuit had broken by the exhalation valve. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were available. The reporter advised that the patient circuit had been disposed of following the event. Additionally, the initial reporter did not provide the vocsn serial number, or the part number and lot code of the broken patient circuit. As a result, section d4 (model number, catalog number, serial number, lot code and UDI number) are "unknown", and section h4 (device manufacturing date) shall be left blank.

Manufacturer narrative:
This circuit was not returned to ventec for an evaluation. The cause for the reported issue could not be conclusively determined. Not returned to manufacturer.